Event description:
Received a vague anecdotal report of a leaking event, disconnections at the connection of the alaris pump module administration set and the phaseal device that is attached to the pt's venous access device. Not details regarding dates of events or lot number affects. There was no pt harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the leak/disconnection of the administration set and the phaseal device because the device was discarded by the customer.